Event description:
Clinical study. Same case as MFR # 6000093-2004-01129. The pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 90% stenosis and a 2.75 mm reference vessel diameter. Target lesion 1 was treated with rotablator, predilation, and placement of two overlapping taxus stents (2.75 x 32mm and 3.0 x 16mm). Residual stenosis was 0% following post-dilation. The pt tolerated the procedure well and left the cath lab in stable condition. The evening following the procedure, the pt began to have melenic stools and the following morning experienced one episode of hematemesis. Integrilin, plavix, and aspirin were stopped and the pt was transferred to the ICU where they received a total of 8 units of prbcs. Upper endoscopy the next day showed some erosive gastritis and a hiatal hernia but no active bleeding. Colonoscopy performed the next day showed some melena in the right colon and left-sided diverticulosis. The following day, the pt was preparing to undergo an upper gi series with a small bowel follow-through to rule out bleeding in the small intestine. It was noted the pt had some new st elevations of 1 mm in the inferior leads with some new q waves also in that distribution. While considering whether or not to bring them to the cath lab, the pt abruptly rolled their eyes back, shuddered, and went into pea code. They were intubated and given epinephrine and atropine. A bedside echocardiogram showed a large and complex-appearing pericardial effusion. Despite multiple attempts at pericardiocentesis, no fluid could be aspirated from the pericardium. The pt was not a surgical candidate. They had significant right ventricular collapse due to the pericardial effusion. The source of the effusion remained unclear; it was thought they possibly had a chronic pericardial effusion perhaps from the integrilin and plavix causing bleeding into the pericardial sac. Discharge summary noted that the pt "had rv collapse from either pe or possibly from an inferior infarct." The pt expired after one hr of coding. The event leading to death on the edc module is 'pulmonary embolism'. An autopsy was not performed.